Manufacturer narrative:
Oxygen valve; oxygen flow sensor.

Event description:
The customer reported that the ventilator alarmed o2 valve stuck closed. The customer reported the ventilator was not in use therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the customer reported event. The service technician noted a diagnostic code in the ventilator's log history indicating an oxygen valve stuck closed occurrence. During testing the service technician reported some flows were out of tolerance. The service technician replaced the oxygen valve and oxygen flow sensor based on the test results. Further testing noted that when the ventilator was moved to another location that the test results were again out of tolerance. The customer oxygen wall source was tested with another ventilator and tests were again out of tolerance. The service technician advised the customer to test the oxygen wall source, as it seemed to be a factor in the reported problem. Final testing was completed and passed per operating specifications. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. The loss of an oxygen source via the oxygen valve function may compromise oxygen delivery to the patient.